Event description:
It was reported that pump experienced malfunction code 12 without any notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for pump replacement. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.